Manufacturer narrative:
H4: the device was manufactured from (B)(6), 2020 - (B)(6), 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device had been filled with 8g flucloxacillin with citrate buffer diluted in 230ml of 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.